Event description:
Experiencing issues with the lopez lock and piston syringes sealing properly. This is causing the medication to leak out around the connection and pt to not receive proper amount of medication as ordered. Dates of use: (B)(6) 2011. Event abated after use stopped: yes.